Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. The device was pressurized with an inflation device filled with water. A pinhole was identified in the balloon wall at the proximal edge of the proximal markerband. Microscopic examination presented no irregularities in the balloon material and the markerbands that could have contributed to the damage. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and severely tortuous mid right coronary artery (rca). A 2.00mm x 20mm emerge balloon catheter was selected and advanced to dilate the lesion. During the first inflation, it was noted that the balloon ruptured at 14 atmospheres. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and severely tortuous mid right coronary artery (rca). A 2.00mm x 20mm emerge¿balloon catheter was selected and advanced to dilate the lesion. During the first inflation, it was noted that the balloon ruptured at 14 atmospheres. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.